Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient visited the emergency room (ER) on (B)(6) 2025 due to hyperglycemia. The patient's blood glucose levels reached 363 mg/dl while wearing the pod between 24 and 36 hours on the abdomen prior to the hazard alarm. The device was discarded prior to seeking medical help. The patient used an insulin pen, but it did not lower their blood glucose levels. The patient called their doctor who advised them to go to the hospital. At the hospital, the patient stated that they were not treated but was prescribed medication (name not provided). The patient was discharged the same day.

Manufacturer narrative:
After internal review on 03-mar-2026, b5 was corrected. This medical event was associated with the patient going to the emergency room because their insulin pen did not work and they had no other form of insulin to give. This was not a reportable allegation against the omnipod.

Event description:
It was reported that the patient visited the emergency room (ER) on 22feb2025 due to hyperglycemia. The patient's blood glucose levels reached 363 mg/dl while wearing the pod between 24 and 36 hours on the abdomen prior to the hazard alarm. The device was discarded prior to seeking medical help. The patient used an insulin pen, but it did not lower their blood glucose levels. The patient called their doctor who advised them to go to the hospital. At the hospital, the patient stated that they were not treated but was prescribed medication (name not provided). The patient was discharged the same day. 03-mar-2026: after internal review on 03-mar-2026 correction of information is being sent to clarify that the patient had tried to use an insulin pen to correct their high blood glucose, however the insulin pen was not working. They went to the emergency room because the insulin pen did not work and they had no other insulin to give themselves. They had called the doctor and were advised to go to the emergency room.